Event description:
A consumer's mother reported that following the use of this product, her son had red, swollen eyes. He was seen by their health care professional and treated with medications for an infection. She reported her son's symptoms have cleared up, but he is still wearing glasses and is not back in his contacts yet. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there was one other complaint of this nature reported (the other complaint of this nature is another family member using the same bottle). Review of the compounding, filling, and packaging manufacturing batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for the bottle and closure component lots showed them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional information was requested on 12/19/2011 by fax and mail. A completed questionaire has not been received. (B)(4).